Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument, but it has not been received for failure analysis evaluation. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that the bottom jaw of the harmonic ace instrument broke off in the patient. The surgeon was able to recover the broken piece and remove it from the patient. At this time it is unknown if the procedure was completed robotically.